Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm without low battery warning. The customer¿s blood glucose was unknown at the time of incident. The customer also report the they received no delivery alarms and low battery alert after a week and also failed battery test alarms. The customer also report the motor is loud during rewind. The insulin pump will not be return for analysis.